Manufacturer narrative:
(B)(4).device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent row 1-2, the stent struts were lifted from their crimped stent position and pulled distally. The undamaged distal section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis.the investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.(B)(4).

Event description:
Reportable based on device analysis completed on 06-nov-2017. It was reported that crossing difficulties were encountered. The 80% stenosed, 32x2.75mm target lesion was located in the severely tortuous and severely calcified left main artery. A 2.50x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.